Manufacturer narrative:
The suspect device has not been returned to olympus and a root cause cannot be determined at this time.

Event description:
Olympus was informed that when the end user was extending the basket to retrieve a stone in the patient, one of the wires of the basket came out of the plastic sheath after the plastic piece at the tip cracked; the stone was unable to be grasped with the device. The reported problem occurred during an endoscopic retrograde cholangiopancreatography procedure. No pieces of the device fell into the patient. The procedure was delayed approximately 5 minutes while the patient was under general anesthesia. Prior to use, the device was inspected with no damage or abnormalities observed. No patient injury or harm associated with the problem occurred. The procedure was completed using another bml-v442qr-30 device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. The suspect device was returned to olympus and evaluated. The reported problem of a "crack at the distal tip" was confirmed. A visual inspection was performed on the returned device and it was observed that material at the distal end of the basket was damaged, possibly cracked. This portion of the distal end is used for the guidewire to pass through, therefore, there is an opening at this location. Located just above the opening for the guidewire, deep scratches were noted and a possible crack on the material; no missing pieces were noted. No damages to any other parts of the device, including the insertion portion, sheath, injection port, pipe, or he basket itself, were found. Based on the results of the device evaluation, the likely cause is user technique or handling. The DHR was reviewed for the subject device. No anomalies were noted. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the following as likely causes: 1.) Trying to insert the device into the endoscope while using the guide wire. 2.) The device was excessively angulated while inserting the guide wire into the guide wire tip. 3.) A load beyond the resistance strength was applied to the guide wire tip, resulting in the guide wire tip to tear. As stated in the instructions for use, as a preventive measure, "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip..... Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire.....this may damage the distal tip."